Manufacturer narrative:
H6 investigation findings: 4247 - suggested code is biological material present on device h6 conclusion code: 19 - based on the information reported to csi, the vessel was 1 to 1.5mm. Operation of the device in a vessel that is too small for the crown size could have contributed to the reported events. The diamondback 360® peripheral orbital atherectomy system exchangeable series instructions for use manual warns, "do not use the device in a vessel that is too small for the crown. The reference vessel diameter at the treatment area must be at least 2.00 mm in diameter for the 1.25mm micro crown." Device analysis conclusion: sections of the cut driveshaft of the oad were received at csi for analysis. The oad handle was not returned. The driveshaft appeared stretched; the stretching was likely from removal attempts during the procedure. There was a significant amount of adhered biological material observed on the driveshaft crown and tip bushing. Examination in the area of adhered material revealed some deformation on the proximal edge of the crown. It could not be determined if the deformation contributed to the material accumulation or when the deformation occurred. The morphology and exact root cause of the accumulation is unknown. Scanning electron microscopy analysis of the driveshaft sections confirmed a deformation area on the proximal edge of the crown. The exact cause of the deformation could not be determined. At the conclusion of the device analysis investigation, the reported perforation event could not be confirmed through analysis. Based on the condition of the returned driveshaft segments, the report that the device became stuck and required surgical removal was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device exchangeable series (oad) became stuck in the pedal loop following several successful treatments. The driveshaft was cut, and a snare was unsuccessful in removing the oad. The patient was sent to surgery. During the surgery, a perforation was identified, and it appeared the oad had become wrapped in vascular tissue. The patient was stable following the procedure.